Manufacturer narrative:
(B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that stent did not deploy. Vascular access was obtained via the right femoral artery. The target lesion was located in the left common iliac artery. Following advancement of a 0.035 guide wire, an angio catheter and a guide catheter, a 10x80x75 epic metallic stent was advanced to treat the target lesion. However, the stent did not deploy. The physician applied force to the thumb wheel but the issue was not resolved. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Additional information received indicated that the stent detached from the delivery system. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the epic stent delivery system (sds) was received with no original packaging or other devices. The pull grip was completely pulled back, which indicates the stent was deployed. The stent was returned in the expanded state and was located on the proximal shaft of the sds near the handle. There was no damage to the stent. There were multiple kinks throughout the sds. The handle was opened to analyze internal components. Inspection of the handle revealed sheared pieces of plastic in the thumb-wheel gears. The sheared plastic maybe due to the reported applied force to the thumb wheel during deployment. There was no evidence of any product quality deficiencies contributing to the observed damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received on 23april2014. It was reported that stent did not deploy. Vascular access was obtained via the right femoral artery. The target lesion was located in the left common iliac artery. Following advancement of a 0.035 guide wire, an angio catheter and a guide catheter, a 10x80x75 epic¿ metallic stent was advanced to treat the target lesion. However, the stent did not deploy. The physician applied force to the thumb wheel but the issue was not resolved. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Additional information received indicated that the stent detached from the delivery system. This product is only ous approved but it is similar to an approved us device.